Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed two years remaining longevity. During the recent check, the device reached elective replacement indicator (eri). Boston scientific technical services (ts) reviewed the transmission data and it showed that the power consumption was at 95% of expected. Analysis showed that the device was depleting in a manner consistent with the low voltage capacitors advisory. Additional information obtained from the field which indicated that this device was explanted. No additional adverse patient effects were reported.